Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during percutaneous coronary intervention, difficulty crossing the lesion occurred. Vascular access was obtained via the femoral artery. The 89% stenosed, diffuse target lesion was located in the severely calcified, severely tortuous mid left anterior descending (lad) artery and circumflex artery. After predilatation was performed with 1.20mm non-bsc balloon catheter, a 2.75mm x 38mm promus element long was advanced to the mid lad, however, the device was not able to cross due to calcification. The device was removed intact and the physician performed additional dilatation utilizing a 1.5mm non-bsc balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut rows at the middle of the stent were raised from the balloon and misaligned. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).